Event description:
A surgeon reports that following intraocular lens (iol) implant surgery a patient developed toxic anterior segment syndrome (tass). Following treatment with medications, the patient outcome is reported as "good".

Manufacturer narrative:
The product was not returned for analysis. Results from the monarch product history record review indicated the product met release criteria. Lens product history records were reviewed and all documents indicate product met release criteria. There have been no other complaints reported for this lot number. This report was mailed to the FDA on: 06/15/2007. Add'l info was requested on 05/21/2007 and 05/24/2007 by phone, email and fax. Add'l info provided 05/24/2007 by email and fax.